Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed extensive damage to the exterior case of the device, as well as evidence that the device had been likely worked on prior to being returned to physio. Physio-control determined that the cause of the reported issue was that the ribbon cable that connects the power module to the therapy pcb assembly was disconnected. Physio then properly reseated the ribbon cable to resolve the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.